Event description:
A healthcare professional reported left "intracapsular rupture, probable extracapsular rupture" and "axillary ganglions infiltrated with silicone". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
A healthcare professional reported left "intracapsular rupture, probable extracapsular rupture" and "axillary ganglions infiltrated with silicone". The device has been explanted and replaced.

Event description:
A healthcare professional reported left "intracapsular rupture, probable extracapsular rupture" and "axillary ganglions infiltrated with silicone". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Silicone migration: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed in the gel and on the device. No further actions are required as the device was implanted.